Manufacturer narrative:
Patient code: (B)(4) (oversew) evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colon procedure, there was an incomplete staple line. The surgeon had to over sew bleeding staple line complete the case.